Event description:
Rn reported 2 dialyzer reactions in an acute setting for the same pt. Second event occurred 2 days after first event. Patient flushed and short of breath 10 minutes into treatment. Pt given respiratory treatment and dialysis completed. Symptoms subsided 1 hr 45 mins into treament.